Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient's cgm consistently read low around 40 mg/dl. He did not perform a fingerstick test. The patient drank juice and ate ice cream and sugar to raise his cgm reading. Despite this, the cgm remained 40 mg/dl. Too scared, he went to the emergency room (ER) thinking that he was hypoglycemic and he felt very unwell. At the ER, the cgm still displayed 40 mg/dl and when the doctor checked the bg meter, it was reading 394 mg/dl. The patient removed the sensor. They did another fingerstick test and it was 390 mg/dl. The patient was treated with insulin through IV and was diagnosed with hyperglycemia. After several hours, the patient was discharged the same day, and reported feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.